Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. Spontaneous or induced tear within the wall of a blood vessel. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2019, this patient underwent a total arch replacement and implantation of a conformable gore® tag® thoracic endoprosthesis (ctag) for acute aortic dissection. On an unknown date, the patient developed hemoptysis and a computerized tomography showed a distal stent graft-induced new entry (d-sine). It was unknown if the hemoptysis was due to d-sine, but an additional endovascular treatment was indicated. On (B)(6) 2021, an additional device (tgm262110j) was implanted at the d-sine site. The patient tolerated the procedure. The reporting physician commented as follows: during the initial procedure, the ctag was deployed at the appropriate site and the distal end of the device fitted the aorta favorably.